Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. The patient was hospitalized and treated with antiarrhythmic medication. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.